Event description:
It was reported that the right ventricular lead's lia (lead integrity alert) was triggered by the intermittent oversensing and noise. The oversensing was not reproducible during an office visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.